Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/3/2024. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Twenty-nine representative unopened samples were received for analysis. Product code j947h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, a visual inspection was performed on thirteen samples. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: it was reported that "needles popping off of suture from the same box with little to no force". According to initial report, the event occurred pre-op. Please confirm the number of devices affected by this issue. 2-3, sounds like all in the same case. When did the needle detach or pull off from the suture (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient) ? Please provide details for each affected suture. ¿we opened a new box one day and the surgeon started using it and the needle just pops off without much force. Even loading the suture I had one pop off, so I put the box aside and emailed you.¿ no patient consequence reported, no further details could be provided. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6).

Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. Before use on the patient, it was reported to the sales rep by the surgeon was informed of needles popping off of suture from the same box with little to no force. Additional information was received on (B)(6) 2024 and stated that "we opened a new box one day and the surgeon started using it and the needle just pops off without much force. Even loading the suture I had one pop off". There were no adverse consequences reported. Additional information was requested.